Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the pump user guide - never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800mg/dl. Reportedly, the customer was using humalog supplies for over 48 hours. Additionally, customer was reusing supplies. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.